Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had a low helium alarm due to an empty tank bottle.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a low helium alarm due to an empty tank bottle. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit had low helium alarm due to empty tank bottle replaced tank with new one preformed unit checkout. The equipment was cleared for customer use.

Event description:
N/a.